Event description:
The customer reported that their pump screen was dark and would not turn on. Their blood glucose level was not adversely impacted and did not exceed 500 mg/dl (27.7 mmol/l). The customer reverted to an alternative method of insulin therapy.